Manufacturer narrative:
Placeholder.

Event description:
Customer reported corneal abrasion in the right eye, no reported trauma and possible epithelial basement membrane dystrophy ebmd. An oral steroid was not prescribed. Topical steroid dosage was not increased. A flap lift and rinse was not performed. Patient has blurry vision and a foreign body sensation in the right eye. Patient experienced a loss of best corrected visual acuity. Pre-op bcva was 20/20 in both eyes. Post-op bcva was 20/30 in the right eye and 20/20 in the left eye.

Manufacturer narrative:
(B)(4):the equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.